Event description:
It was reported that the patient underwent an obturator sling procedure on (B)(6) 2009. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent mesh implantation in order to treat stress urinary incontinence. It was reported that patient underwent mesh revision/removal on (B)(6) 2012.

Manufacturer narrative:
(B)(4). The patient had a colonoscopy in 2011 for polyps and diverticulosis.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4): it was reported that patient underwent removal of eroded mesh; cystoscopy on (B)(6) 2012.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced pain, bladder leakage, recurrence, and dyspareunia.

Manufacturer narrative:
(B)(4). Narrative: it was reported that following insertion the patient experienced urgency.